Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device and airway and also alleged difficulty breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device and airway and also alleged difficulty breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that light gray film of unknown contamination throughout the inside of the enclosure (front panel, top enclosure, rear panel and bottom enclosure). This light film can be smudged. Unknown brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White dust-like contamination on top of the blower motor, blower motor seal, and isolators, on the blower box lid, on the rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), specks of contamination on the bottom the blower box, potential hair/fibers and dust-like contamination on the top enclosure. White and black, inconsistent with degraded sound abatement foam, specks on the front panel. Potential hair/fibers on the front panel. Unknown black potential hair/fibers, inconsistent with degraded sound abatement foam, black potential hair/fibers and dust-like contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report section g3, h2, h6 and h11 has been updated. In h6 evaluation method code, evaluation results code and conclusion code grid has been updated.